Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a shaft fracture was identified. The lesion being treated was located in the left anterior descending (lad) artery. The physician was preparing to feed the 2.25x20mm taxus liberte drug eluting stent to the lad lesion, when he noticed that the shaft had broken in two pieces. The shaft detached at the end of the pebax (green section) from the hypotube. The stent was still intact and fine. There was no obvious kink or pressure applied to the device and so, it seemed it very easily just separated into 2 parts. The physician was able to remove it and use another same device to complete the procedure. The outcome was satisfactory. No patient complications were reported. Patient status reported as "stable".

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification of handling damage. Product unavailable for analysis.